Event description:
New information received notes the lead was capped and replaced. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic for follow up. Review of session records showed high impedance. It was noted that the patient had recently underwent several dialysis treatments. The lead will be monitored.